Manufacturer narrative:
Please refer to the attached report.

Event description:
A phone call was reported by a nurse during a follow up. An orange diode was shown and then the button moved directly to red. Three attempts were performed to reconnect the system but the symptom remained unchanged. The unit was returned for analysis.

Event description:
A phone call was reported by a nurse during a follow up. An orange diode was shown and then the button moved directly to red. Three attempts were performed to reconnect the system but the symptom remained unchanged. The unit was returned for analysis.